Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an increasi ng capture threshold. The lead was damaged during repositioning and was replaced.